Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The generator unit was analyzed, and the issue was confirmed through system logs, which showed m-11, m-18, c-06, and c-01 errors occurring throughout april and may 2026. Visual inspection identified discoloration on the heatsink. Functional testing demonstrated normal power-up behavior, with successful cauterization across all ports and instruments without any observable issues. The logs additionally recorded m-b0 and c-00 errors.the complaint was confirmed based on the system log review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report that the generator was getting errors that activation has been interrupted. It was stated it was getting a c-00 error. The customer rebooted the generator a couple of times, but the c-00 activation has been interrupted message returned when the powered back on. Tse recommended a hard reboot on the generator, using the force triad as a backup, or swapping out the vision side cart (vsc) with another xi system vsc with a different generator on it. There was no reported injury.